Manufacturer narrative:
The case states that an operator and handler of a medivators dsd edge machine and rapicide pa experience respiratory exposure symptoms such as shortness of breath, sweating, sinuses clogged up, lost voice, and flushed face. The facility also reported that she was suffering from bad allergies, has a history of asthma, and a fever the day before. It was also reported that the day of the adverse reaction was a heavy/busy day in the endoscope reprocessing room. She was treated by an outpatient physician and removed from that work area for three plus weeks. Medivators technical service representative and regulatory affairs associate spoke with the facility to investigate the cause of this event. The facility reported that they have the appropriate vms air exchange rate for appropriate ventilation in the reprocessing room. Medivators fse will also visit the facility to confirm that the machine is operating according to specification. The facility reported that this could have been a combination reaction of being ill the day prior and the business of the reprocessing room that day. To date, the woman is fine and will be returning to her regular duties in the reprocessing room in the coming weeks. The facility has told medivators they will alert us if any additional adverse events occur. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that an operator of a dsd edge machine and rapicide pa experienced respiratory exposure symptoms.